Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6; h10 visual evaluation of the returned product found the inner sterile pouches are broken into multiple pieces. Sterility or breach thereof cannot be determined as the outer pouch was not provided for review. This complaint has been confirmed by evaluation of the returned product. The device history record was reviewed and no discrepancies relevant to the reported event were found. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event can be attributed to the supplied sterile inner pouch that has becomes brittle due to length of time in the field. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a total knee arthroplasty, the surgeon found that the inner bags containing the implant were broke. There was no impact or consequences to the patient.

Manufacturer narrative:
(B)(4). Report source - japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.